Event description:
The customer reported that the touchscreen had poor contact and that the camera connection showed no display during service or maintenance involving an olympus video system center. There were no reports of patient involvement.

Manufacturer narrative:
E1-inititla reporter establishment name - (B)(6) hospital. E1-address-no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.